Event description:
This product was returned for laboratory analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged during a coronary bypass procedure. The lead was attempted to be repositioned; however, repositioning was unsuccessful. A new lead was then used and successfully placed. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis was performed on the complete lead. There were set screw marks noted on both terminals. There was dried blood/body fluid noted in the helix housing and past the window area (neck region). Also, there was tissue entwined in the helix. Analysis was unable to reproduced the clinical observation.